Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 transient elevated pump power readings were observed. It was reported that the lvad clinicians suspected device thrombosis. It was reported that the patient experienced unspecified complications since device implant. A representative of the manufacturer's technical services team reviewed the submitted log file. The file appeared normal until (B)(6) 2017 when the lvad system began to produce slightly elevated pump power readings. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. The report of transient elevated power elevations were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined. Moreover, a correlation between the device and the suspected device thrombosis could not be conclusively determined. The log file which contained data from the day of implant through (B)(6) 2017 showed power trending upward slightly as the fixed speed was increased. Additionally, transient power elevations over 8 watts were observed that appeared to be associated with pi events. The pump appeared to function as intended. The patient remains ongoing on vad support and no additional complaints have been reported at this time. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.